Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and successfully started new sensor session; no additional actions were reported.